Event description:
It was reported that a patient presented in-clinic. Interrogation revealed back-up vvi mode on the patient's implantable cardioverter defibrillator. The physician alleged the malfunction was due to an event queue overflow issue. Corrective programming changes were made to restore the device. No patient consequences were reported.